Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), there was a significant amount of resistance during tether removal, causing the device to pull away from the septum. The patient's underlying rhythm was not present, and the device would not capture. A temporary pacemaker was put in through the left femoral vein to maintain rhythm. The tether was attempted to be removed, but the device dislodged. A catheter was used to snare the device and the leadless ipg was attempted/not used and replaced. Post procedural ultrasound showed no signs of pericardial effusion however, the following morning the patient had cardiac tamponade with discomfort and chest pain and pericardiocentesis was done. The second leadless ipg remains in use. No further patient complications have been reported as a result of this event.